Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was inappropriate defibrillation therapy delivered by the device for a supra-ventricular tachycardia (svt) episode. Technical support was contacted and advised programming changes to avoid inappropriate therapy. The device was reprogrammed to resolve the event and the patient was stable.